Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported he was lifting the flap on the left eye of a female patient and he seemed to have torn the flap a little. Surgeon placed a bandage contact lens for protection. Excimer treatment was completed.